Manufacturer narrative:
The lot number for the device was provided. The device history records are currently under review. The return of the device is pending. The results of the anticipated device evaluation will be provided upon completion of the event investigation. (Expiry date 04/2021).

Event description:
It was reported that upon opening the inner packaging the device was allegedly found to be broken. There was no patient contact.

Manufacturer narrative:
Manufacturing review: the device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. This is the only complaint reported to date for this lot number and failure mode. Investigation summary: the device was returned. A visual inspection found a complete catheter detachment in the outer catheter. Therefore, the investigation is confirmed for detachment of the catheter. The user likely perceived the detachment as a break. It is unknown whether handling techniques by the user as they removed the catheter from the packaging or prepped the device may have contributed to the damaged device. Based upon the available information a definitive root cause has not been determined. Labeling review: the review of the IFU (instructions for use), indications, warnings, precautions, cautions, possible complications, and contraindications showed that the product labeling is adequate. Expiry date 04/2021.

Event description:
It was reported that upon opening the inner packaging the device was allegedly found to be broken. There was no patient contact.